Manufacturer narrative:
A class ii product recall ((B)(4)) was initiated on august 6, 2012 for the package integrity issue. (B)(4).

Event description:
A (B)(6) female patient with long-standing right knee oa, strong valgus deformity and lax mcl, obesity, history of skin infections (cellulitis) right lower limb. Prior to tka he consulted with his local infectious disease specialists who saw no contraindication regarding the history and obviously still existing skin infections under antibiotic prophylaxis. A tka (depuy implant) was performed with tensioning of the very lax mcl to get the knee stabilized. He used a screw and washer as well as a twinfix anchor (supposedly from the affected lots) for this task. Surgery went well, periop antibiotics were continued (cefoxim) but patient had continuous serous secretions from the drains and wound postop, which by 3 weeks turned purulent. Patient was revised at 4 weeks post-op. The shortened mcl appeared necrotic. The mcl was resected, total knee implant, screw, washer, anchor and bone cement were removed and replaced by an antibiotic spacer. The cultures showed e. Coli as the most likely organisms for the infection. The patient is getting better and is mobilized in a brace. Dr. (B)(6) informed the patient and family about the options of a later hinged knee implant or arthrodesis. Considering the age, obesity, activity level and history of infections he strongly recommended arthrodesis. He does not believe that the infection was caused by a contaminated anchor but wanted to report the case to hear my opinion. I agreed with his view and further treatment plan. We discussed the difficulty in clearly determining the cause of infection but agreed on the need to collect all data on revisions for infection where potentially affected anchors were used to see if there is a significant difference to standard rates.